Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer experienced erratic results with the mobile system in (B)(6) 2015. The customer could not recall exact results but provided estimates of 7.0-8.0 mmol/l and 3.0-3.9 mmol/l within 3 minutes. No adverse event was reported. The alleged product is not available to return for evaluation.